Event description:
The tracheostomy tube was test inflated successfully and placed in the patient with no reported difficulties. Two days after placement the patient's oxygen saturation dropped to 78 and attempts to inflate the cuff were unsuccessful. An emergent tracheostomy tube replacement was conducted and there was no pt injury.